Event description:
It was reported that pump experienced malfunction with code 12, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.